Event description:
It was reported that they attempted to access the catheter access port to remove drug from the catheter, as it had been mistakenly filled with a drug that was too high in concentration. They used ¿ii¿ to confirm that the needle was correctly in the access port but were still unable to withdraw any fluid. The catheter access port kit was discarded; it was unknown if the events were device related. To manage the situation, they programmed the pump to deliver a small amount of medication and then stop it. The patient was to continue to come in and repeat the process until the old drug had been cleared from the catheter. No patient injury was reported, no surgical intervention occurred, and the patient was receiving effective therapy and doing fine. The pump was being used to deliver morphine; the concentration was unknown.

Manufacturer narrative:
Concomitant: product ID 8540, serial# unknown, product type accessory. (B)(4).